Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector , pump was monitored and functioned properly. Unit was received with faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that the insulin pump had low battery issue. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the pump¿s battery has to be changed with more often than usual. They changed battery twice. It was reported that on both occasions they allowed pump to sit without battery until pump stopped alarming and inserted new battery but low battery issue persists. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.